Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure. During the procedure, the atrial lead was dislodged. In turn, the procedure was abandoned and the patient was hospitalized to address the lead issue. The atrial lead was replaced the following day. All is well with the patient. Note: this report is in reference to a clinical study patient and was noted to be procedure related. Also, the sensor intended for use was not implanted when the lead issue occurred. The packaging for the sensor was only opened when the lead issue took place.